Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received cardiopulmonary resuscitation. Upon implantable pulse generator (ipg) interrogation, there was noted ventricular tachycardia (vt) degraded to ventricular fibrillation (vf), but electromagnetic interference could not be ruled out. It was also reported that there was undersensing on the right ventricular (rv) lead. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.